Event description:
Procedure type: thoraco/pneumothorax. According to the rptr: after the surgery, an infection occurred. Re-operation was done. The pt has left the hospital.

Manufacturer narrative:
(B)(4).